Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4, prolapsed anterior leaflet, and flail. A mitraclip xtw was inserted and deployed on the mitral valve. A second clip, a mitraclip nt, was prepared per the instructions for use (IFU), inserted without issues, and positioned lateral to the first clip. However, difficulties visualizing the clip occurred, and one of the grippers would not lower. Troubleshooting was performed, but the issue was unable to be resolved. Therefore, the clip was removed from the patient. No additional clips were implanted, and mr was reduced to a grade of 3. While outside the patient, the gripper function was tested, but one of the grippers did not lower. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported gripper actuation issue was confirmed via returned device analysis and observed one gripper line was separated from the l-lock shaft. The investigation determined the reported gripper actuation issue was due to the gripper line separation (slip). The investigation evaluated the reported issue, and the engineering group identified the likely root cause to be manufacturing variability at the supplier. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.